Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection was performed and a leak was observed due to the incorrect assembly of the tubing and the first y-site clearlink. Pressure and clear passage under water testing was performed and a leak was observed of the tubing and the first y-site clearlink. The reported condition was verified. The cause of the condition was due to a improper manual assembly during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink duo-vent continu-flo solution set had a hole and leaked. This was observed during use of the device; however, patient involvement was not specified. The set leaked about 20ml dexmedetomidine from the clearlink injection site (between the injection site and the tubing); the set appeared to be bent at the y-site. There was no report of patient injury or medical intervention associated with this event. No additional information is available.